Event description:
On (B)(6) 2013 patient reported the rubber on the up button on the infusion device is coming off. Patient stated he can see the metal plate and the up button doesn't work. Patient reported the up button failure is constant. Patient reported all of the buttons on the infusion device have stopped working since yesterday. Patient doesn't have the infusion device to troubleshoot. Patient stated the button doesn't work if it's pressed hard and the up button is flat. Patient reported the other buttons are not flat. Patient stated he does not hear an audible sound when the button is pressed. On call back on (B)(6) 2013 patient reported the key lock feature is not engaged. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.